Event description:
It was reported the device was used during a takedown of loop ileostomy (initial procedure performed approximately 20 days ago). It was reported the surgeon used the tlc55 during the procedure to perform a functional end to end anastomosis. The procedure was completed and 5-7 days postop. The patient had experienced complications. The surgeon opened the patient and said the staple line was not complete. The surgeon hand sewed the anastomosis to complete the case. The surgeon told the rep approximately 8 months ago this same patient had a low anterior resection and the anastomosis fell apart. The product used at that time was a ussc product.